Event description:
--

Event description:
Boston scientific crm received information that this pacemaker battery depleted earlier than expected. This device was explanted and a new device was successfully implanted. Other than the procedure, no adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at (B)(4) laboratory, the device was thoroughly inspected and analyzed. The device was subjected to a series of automated diagnostic tests that verify the performance of the pacing, sensing and recording functions of the device. Charge time testing confirmed the device was at ert. The device did not pass longevity testing for this model at current programmed settings. An accurate longevity calculation could not be performed due to the lack of available information specifically the pacemaker programming history. The pacemaker hybrid currents were measured and were within normal limits.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
--

Manufacturer narrative:
The product has been received and is currently being analyzed. When testing is complete this report will be updated.